Event description:
It was reported there was a shocking or jolting sensation. It was noted there were impedance readings of >20,000 ohms. It was reported that for the previous 2 months leading up to report, the patient had been experiencing random surges. It was noted impedance testing was fine except for electrodes 13, 14, and 15 showing >20,000k and those electrodes were not being used. It was logged the patient only had two positions defined: upright and lying on back. It was noted that orientation had been done to all positions. It was reported when the patient was sleeping, he felt the surge and when he checked his patient programmer, it was programmed at 1.1v and 1.5v, it jumped up to 3.0 v. It was noted this also happened when he was sitting down. It was logged that adaptive stimulation testing was performed laying down, and rolling side to side and sitting upright in the office without any surges. It was noted the adaptive stimulation seemed to be working fine. It was reported they would define amplitude to all positions and provide another group without adaptive stimulation. Additional information received reported there were no malfunctions seen or causes of the issue determined. It was noted the adaptive stimulation was turned off. It was logged the patient had not followed up yet at the time of report. Additional information received reported there was a surging sensation unrelated to positional stim. It was noted the patient would be lying in bed or other positions and times like sitting, walking, standing, and the stimulator would automatically increase to 4 volts. It was logged the patient was unable to turn stimulation down at the time, so he needed to turn stimulation off. It was logged the patient felt the ramping and did get overstimulated, and so hesitated to use it. It was reported the last time the patient reported this they suspected the adaptive stimulation, so that was disabled. It was noted the patient had both an adaptive stimulation group and a non adaptive stimulation group. It was reported the ramping/surging started to occur about 2 months prior to report. It was noted this occurred 3 days after a fall, when the patient was doing military training exercises and he was dropped on his back near the neurostimulator. It was reported there were no changes to stimulation when palpating. It was stated that it was not possible for the amplitude to increase on its own. It was noted they reset the neurostimulator by doing a 10 second physician mode recharge. It was logged they cleared the orientation after the reset thinking the patient may have been enabling it. It was logged the patient had not had any MRI's or "weird" tests that precipitated the overstimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), implanted: (B)(6) 2012, product type: recharger. Product ID: 37744, serial# (B)(4), implanted: (B)(6) 2012, product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).